Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels between 17- 21 mmol/l for two weeks. Patient stated she bolused several times but the blood glucose levels remained elevated. Patient reported she tried a loaner pump and within a few hours the blood glucose levels went back to normal. Patient alleges inaccurate delivery of the pump. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.